Event description:
Hcp reported that the catheter was replaced due to malfunction (2 holes were found in the catheter). The device was explanted, but not returned to the MFR for analysis. A follow up report will be sent when additional info is received.